Event description:
Surgery was performed on 1/9/98 to retrieve two titanium ligating clips that had come off the pt's bifurcated artery after initial surgery. Surgeon indicated that the pt had experienced a bout of high blood pressure. Unable to obtain add'l info from the hospital at this time. The malfunction is occurring below the frequency and severity that are usual for this device.